Event description:
A hospital in foreign country, reported via a fisher & paykel healthcare clinical product specialist that a quantity of 2 mr290hfv autofeed humidification chambers cracked when used in a set-up involving another MFR's high frequency ventilator, the breathing circuit and the mr850 respiratory humidifier on invasive mode. The patient was being administered nitric oxide therapy. The mr290hfv chambers cracked within a day of one another. The hospital further reported that the ventilator parameter settings were paw 30.7, amplitude 87, frequency 5 hz, 33% inspiratory time and that the ventilator was 'shaking a fair bit to ventilate the patient'. No patient consequence was reported.

Manufacturer narrative:
The subject mr290hfv chambers in this complaint ("the chambers") were discarded by the hospital following the event and are therefore not available for examination by fisher & paykel healthcare. Our analysis is based on the information provided by the hospital from which the event description is based as well as previous analyses of similar complaints. Results: the event description describes that both mr290hfv chambers developed cracks whilst in use with another MFR's ventilator. A lot check could not be carried out as no lot information was provided. Conclusion: the chamber cracks have most likely resulted from oscillatory stresses induced by the high frequency ventilator. Design improvements were made to the mr290 chambers which resulted in the mr290hfv variant to be used in high frequency applications. This improvement reduced the incidence of cracking but did not eliminate the problem entirely. A CAPA to further investigate the problem of cracked chambers when used in conjunction with high frequency oscillatory applications, in particular use of the mr290hfv chamber with the ventilator is ongoing. This is with a view towards possible implementation of further design solutions to prevent recurrence of this problem. Our monitoring and trending of incidents involving cracked mr290hfv chambers used in conjunction with the ventilator has a rate in the last year.